Event description:
A report was received that the patient was explanted due to a suspected infection. The patient's symptoms included pain and a small fluid sac in the skin over the ipg that had broken and excreted purulent fluid. The physician does not believe the infection was device related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70, serial#: (B)(4), description: linear 3-4 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.